Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An eztetic dental implant, 3.1mm diameter, 2.9mmd platform, 8mm length (ct318) was returned for investigation alongside an unreported abutment. Visual inspection of the as returned product identified signs of wear in the form of residue and scratches along the implant's exterior, but no signs of significant damage or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Product dimensions were measured with digital calipers (cal1334, calibration due 25-sep-2020) and found to be within the specifications in the product's engineering drawing. No pre-existing conditions were noted on the per. The reported device was located on tooth # 24 (universal notation) and was used for approximately 5 days. DHR review was completed for the subject lot number (63526220). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st# 3122) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (lot # 63526220) for similar events and no other complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event (bone loss) or device (ct318). Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable. The following sections have been updated: g7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Reporter's email not provided / unknown.

Event description:
It was reported that the patient suffered severe bone loss. As a result, the implant had to be removed from tooth site 24.